Manufacturer narrative:
The lead was returned in two sections. External insulation abrasion was found at 12.1 to 12.3cm from the connector pin consistent with friction to the ICD. Th etfe coating of the conductors was intact at this location. External insulation abrasion was also found at 38.9 to 39.4cm from the distal tip. The etfe coating of the sensing conductors was compromised at this location. No anomaly was found that could cause the reported high pacing lead impedance.

Event description:
It was reported that the lead was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.